Manufacturer narrative:
No trend considering the following event is identified: implant migration. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that a patient underwent a right primary thr on (B)(6)2008 due to severe acetabular and severe femoral head arthritis. On (B)(6) 2017 patient complained of pain. During examination it was discovered that the liner was damaged and a portion of the cup (the area that protects the tines of the locking ring) broke off as well. X-rays showed proximal migration of the femoral head within the acetabulum and a shadow consistent with a dislodging (displacement) of the liner. A revision of the femoral and acetabular components took place on (B)(6) 2017. Surgical report mentions that patient doesnt recall any injury / contributing factors for the hip pain after primary surgery. Review of received data - in total 3 undated ap and lat view x-rays are received for the investigation. It is assumed that hte x-rays were taken just before the revision surgery. It is visible that the ceramic head is not anymore centered inside the acetabular component anymore and migrated in cranial direction. A wide radioluscent area around the cup and radioluscent lines medially to the femoral stem at proximal area are observed. One photo of the explanted items (metallic shell, pe liner, ceramic head, modular stem neck and 2 screws ) is received. A big portion of the ceramic head outer surface is covered with metal transfer which most probably occurred due to contact with metallic cup after the pe liner dislocated. Pe liner has metal transfer at the rim which indicates an existence ofthe moving contact with the metallic shell. Liner is observed to be also broken . Metallic cup is seen to be deformed inside, particularly worn, which is most probably due to the ceramic head contact. The device was requested for investigation, however no product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - malfunction of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct size of the head was used. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed by zimmer biomet. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: correct handling of the product is out of zimmer biomet control. Conclusion summary the patient underwent a revisonsurgery of the thr after approx. 9years in-vivo time due to the pain. It is found out that the liner was damaged and a portion of the cup (the area that protects the tines of the locking ring) broke off as well. Femoral head had a proximal migration and became non-centered inside acetabular cup due to the displacement of the pe liner. Explanted head shows significant metal transfer due to the contact with the metallic shell. It is unknown when and how the first failure initiating the pe liner displacement had happened. It is possible that a unusual patient behaviour might have contributed to that. Hip patient weight ((B)(4)) might have also had a role in initiating the failure chain. The investigation fo the case involving the other components will be covered in warsaw split case ((B)(4)) based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices. Op reports and x-rays were provided and will be part of the ongoing investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 40/0, taper 12/14 on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2017 due to pain with a liner and cup fracture (the area that protects the tines of the locking ring) broke off as well. The fractured cup/liner as well as the head and neck were explanted and replaced. There were no complications or delays reported